Manufacturer narrative:
Concomitant medical products: evolutr-34-us, transcatheter valve, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient continued to received therapy after a magnet was placed on the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the patient is in hospice care and the patient family member is wanting the defibrillation turned off. The device remains in use. No further patient complications have been reported as a result of this event.